Event description:
Device malfunction: stent jumped into unintended site. Time of symptoms/ae: during the procedure. Symptoms/ae: non-resorbable material. It was reported that during a left cephalic vein stenting procedure which was accessed through an av fistula in the left brachial, while deploying the xceed stent, the stent jumped and landed in the left subclavian vein. The physician used a 10mm non-abbott stent to embed the xceed stent against the wall of the vessel. Two days post procedure patient experienced left arm swelling. Although requested, there was no additional information provided.

Manufacturer narrative:
Used in venous system - the device is expected to be returned for evaluation. It has not yet been received.